Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the damage to the insulation insert was likely induced thermally and/or mechanically based on the damage pattern. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). We cannot determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. A definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings, which may help to prevent the issue: "infection control risk - properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspection and testing - inspecting the product. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." "Risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product - if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor the field performance of this device. The information provided by the customer was evaluated as plausible. The customer reported a connecting part to be leaking. Inspection and testing confirmed the reported issue: the sealing ring was worn. The reported issue was most likely caused by wear and tear and wrong handling by the user. Considering the age of the product, the worn sealing ring most likely constitutes signs of wear and tear and is most likely attributable to frequent use and poor maintenance. The worn sealing ring caused the inner sheath to leak. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had a connecting part leak. The issue was found during reprocessing. Inspection and testing of the returned device found a damaged ceramic tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.